Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) and the backlight inverter pcb. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator had an erratic display. The patient was transferred to an alternate device. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.